Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling procedure. According to the complainant, during the procedure, the physician placed the first mesh carrier into the patient's right side. When she was about to place the second mesh carrier, she noticed that "the second side was torn." The physician removed the first mesh carrier. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."